Manufacturer narrative:
A manufacturer representative went to the site to test the system. The imaging system passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b i71000163, serial/lot #: unknown. Product ID: bi71000162, serial/lot #: unknown. Product ID: bi71000175, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of a procedure. It was reported that, when unplugged from the wall, the system's batteries would rapidly deplete. There was no patient or procedure delay.